Event description:
It was reported that the external pulse generator does not send pulses to the patient. The generator has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the device was returned to service. It was further reported that this generator had been previously returned and repaired for the same issue.